Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during whipple procedure, the device would not seal. They opened another device and completed the case. There was no patient injury.